Event description:
The customer reported that during the procedure, the electrosurgical pencil was placed on the drape covering the pt when it was not in use. A burning smell was noticed by operating room personnel. They reported that the pencil was operating in cut mode without any activation on their part. The pencil burned through the drape and burned the pt. Pt received treatment for the burn. The type of treatment was not reported. No unanticipated tissue loss, tissue damage or bleeding occurred. The incident device is not being returned for evaluation.

Manufacturer narrative:
(B)(4). The customer indicated the incident device will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e2100 instructions for use warn to place the pencil in a holster when not in use.